Event description:
It was reported during a scheduled catheter exchange, it was noted the distal segment of this drainage catheter had fractured and remained in the pt. No attempts were made to retrieve the detached catheter segment. Another drainage catheter was successfully placed for continuation of treatment. It was later noted the detached segment passed by normal peristalsis. The pt's condition is good. This device has not been received for eval. Therefore, a failure analysis is not available. As a lot number was not provided, a device history search could not be performed. Co's follow up revealed this catheter was in place for approx 5 weeks and was being used as a feedng tube which is a non indicated use of this device. Co believes this may have contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."